Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the angle wire fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the ccd driver pcb fluid damage, the suction channel buckled, the control body corroded, the lg cable connector corroded, the light guide cable crushed, the operation channel leaky, the remote control buttons cut, the objective lens unit dirty, the lcb distal cover glass dirty, the distal body worn out, and the insertion flexible tube (ift) bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.